Event description:
It was reported that during the pulse generator change out the atrial lead exhibited high lead impedance in the bipolar configuration. The device was reprogrammed to the unipolar configuration. It was noted that the lead would be monitored.

Manufacturer narrative:
Na